Manufacturer narrative:
Device remains implanted in patient.

Event description:
A report was received that the patient developed right arm pain which was mild in severity. The patient was treated with medication and the patient recovered.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device remains implanted in patient.

Event description:
A report was received that the patient developed right arm pain which was mild in severity. The patient was treated with medication and the patient recovered.